Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the device the pull wire was fully retracted and was not returned, the guide catheter was detached from the delivery system with the stent loaded on it, the suture was detached and it was lodged in the stent. The suture hole in the stent and push catheter are torn. The push catheter is kinked approximately at 9cm from distal end. The guide catheter was kinked in several locations. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the catheters. Once the catheters are kinked, this condition can cause resistance at the moment to retract the pull wire/guide catheter which can lead to issues deploying the stent, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can result in guide catheter detachment due to friction between the components at kinked areas, also suture under tensile force during stent deployment can result in tearing the suture holes and suture detachment from the delivery system. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was unable to deploy from the delivery system. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; guide catheter broke.